Event description:
CPAP breathing circuit malfunctioned due to a stuck diaphragm for the porto2 vent, capap os. This precluded the device from being used on a patient in severe respiratory distress with low oxygen saturation -89% on a non rebreather mask-. The failure was detected by the ems provider, and the patient was returned to a non rebreather mask. Her oxygen saturations eventually improved with medications and oxygen via nrb mask. The patient was admitted to the hospital. Dates of use: 2008. Diagnosis or reason for use: hypoxia.